Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing electro-physiology planned treatment. The procedure was completed by moving the patient to another room. It was reported to philips that the system was unable to generate x-rays. Review of the logfile shows xsc: grid leakage current out of range. Error. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found a faulty grid and filament. The rse could not resolve the issue remotely and requested onsite support. The philips field service engineer (fse) checked the system onsite and found a large filament open, defective tube grid, and tube arcing. To resolve the issue, the fse replaced the x ray tube and high voltage cables (cathode and anode), then performed tube conditioning, yield/edl checks, alignment/centering, air purge of the cooling unit, detector adjustment, and iw xtravision 3d calibration. The defective part was sent for analysis, for x-ray tube failure was observed and the failure was found to be degraded filaments and a roughened focal track consistent with normal end of life wear. The defective high voltage cable was sent for analysis, failure was found and the failure was found to be power supply related failure. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to generate x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.